Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient underwent a routine heart transplant and upon making an incision during the transplant, a small amount of pus was noted at the exit site. The patient was successfully transplanted.

Manufacturer narrative:
The pump will not be returning for evaluation, as the hospital disposed of it. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A specific cause for the reported driveline infection and a correlation to the device could not be conclusively determined. The instructions for use lists infection as a potential adverse event associated with use of the heartmate ii lvas. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.